Event description:
It was reported that during a rectum neo procedure, when firing the device, they realised part of the rectum was opened because there were no staples inside the device. They had to finish the procedure making hand suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4).